Manufacturer narrative:
The device has been returned to intera oncology and is currently undergoing bench testing to attempt to confirm the complaint allegation. Supplement is to update this report based on bench testing performed by intera. The device demonstrated normal flow initiation and passed all functional tests. The complaint allegation was not observed during testing. The device history record for this device was reviewed. There were no nonconformances related to this serial number. The device passed all functional and performance tests prior to release from manufacturing. Blank fields in the MDR form represent unknown information. If additional information is received at a later date, a supplemental report will be filed.

Event description:
Intera oncology received a report from a healthcare provider that an intera 3000 hepatic artery infusion pump failed to flow during or prep prior to implantation. The healthcare provider reported that they attempted the troubleshooting steps provided in the IFU for the device but were still not able to initiate flow. They were able to prep and implant a second device but the surgery was delayed.

Manufacturer narrative:
The device has been returned to intera oncology and is currently undergoing bench testing to attempt to confirm the complaint allegation. A supplemental report will be filed upon completion of the testing. The device history record for this device was reviewed. There were no nonconformance's related to this serial number. The device passed all functional and performance tests prior to release from manufacturing.

Event description:
Intera oncology received a report from a healthcare provider that an intera 3000 hepatic artery infusion pump failed to flow during or prep prior to implantation. The healthcare provider reported that they attempted the troubleshooting steps provided in the IFU for the device but were still not able to initiate flow. They were able to prep and implant a second device but the surgery was delayed.